Event description:
It was reported that during patient use, a ventilator generated a communication error message. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed as a result of the event. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb) and upgraded the software to the current revision. The cse performed extended self-testing on the device and all tests passed.